Event description:
The account alleged they needed to have a technician evaluate a bed that was involved in an incident associated with the pt position module. The account had no other information.

Manufacturer narrative:
The technician investigated and the account stated the pt fell after exiting the bed and the cell light did not register as a bed exit alarm, only as a normal nurse call. The account will not release any details on the pt injury. The account stated the bed's audible bed exit alarm could be heard but they had a difficult time finding the pt that needed help. The technician found the nurse call bed exit alarm did not send a priority nurse call due to the sidecom board. The technician replaced the sidecom board to resolve the issue.